Manufacturer narrative:
Product event #(B)(4) evaluation process: performed visual inspection iaw (B)(4) -heavy case staining -lower case bent/twisted; upper case bent at rear left corner -left trim piece broken -power rocker switch housing cracked -both nylon screws in base broken -dc pcba front nylon standoff broken -nylon screw securing rf module front long bumper broken -ultravolt negative control harness disconnected from ultravolt power supply (reconnected at time of discovery) performed baseline performance testing iaw (B)(4): -handpiece cut button function inoperative. Handpiece coag function enables rf output but output will not cease when button is released. (Footswitch operation was normal) -physical damage identified had no impact to functionality of the unit root cause: -the handpiece button operation malfunctions were caused by a faulty npn transistor (q22) on the rf amplifier pcba. It failed such that, upon activation of the coag handpiece button, the coag button appeared to be continuously being held down even after it was released. Replacement of the transistor returned the unit to full functionality. -the physical damage is consistent with rough handling in the field. -the case staining is due to the use of aggressive cleaning agents in the field and does not affect system performance. -the ucb real-time clock battery died due to age. The dead battery results in a resetting of the system clock to 12:00am (B)(6) 2003 which results in inaccurate time stamping of attached devices and prevents detection of expired devices. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During set up for a procedure the staff activated the coag function on the device and reported after releasing the coag activation button rf energy was still being delivered. The biomed department tested two other devices and the issue recurred. They also reported no rf energy was delivered to the device when the cut function was activated. There was no patient involvement.